Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that "probing of the valve" referred to the probing of the effective opening to cross the native valve with an al 2 diagnostic catheter and a standard guidewire.

Manufacturer narrative:
Image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. Eight intraprocedural fluoroscopic media files were submitted for review. Review of the valve load inspection identified a misload, characterized by crown overlap extending beyond node 4. Crown overlap prior to node 4 is considered an acceptable load, whereas overlap at node 4 or beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, reloading of the bioprosthesis should not be attempted, and the entire system should not be used. This includes the valve, catheter, loading system, loading tray, and saline, all of which must be replaced with new sterile components. Based on the information provided, documentation of a misload was not identified. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implantation attempt. During the valve implantation attempt, valve infolding was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that the infolded valve was recaptured and withdrawn from the patient. Subsequent fluoroscopic valve load inspection demonstrated an acceptable load. The new valve was subsequently implanted successfully without evidence of infolding and with minimal aortic regurgitation/paravalvular leak. It was reported that pericardial effusion was identified on echocardiography following the new valve implantation and that a pericardial puncture was performed. Echocardiographic images were not provided for evaluation and review of the available fluoroscopic images did not demonstrate evidence of cardiac perforation or dissection. The cause of the pericardial effusion was not reported and remains unknown. Of note, a medtronic confida guidewire was reportedly used during the implantation procedure and was noted to be well positioned in the left ventricle, with no reported signs of kinking or bending. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that, heavy calcification contributed to the infold. Per the physician, the cause of the pericar dial effusion was due to long "probing" of the valve to cross the native valve. Additionally, it was reported that the first valve, first dcs, second valve, second dcs, and guidewire did not cause or contribute to the pericardial effusion. It was noted that the patient was stable and alive following the procedure.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-34 (lot: 0013102621); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: d-evolutfx-34 (0013246844); product type: 0195-heart valves; implant date: n/a; explant date:  n/a product ID gwbc30 (unknown serial/lot); product type: 0193-guidewire; implant date: n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0013246845); product type: 0195-heart valves; implant date: n/a; explant date: n/a. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve procedure was performed in which the patient was selected to receive a 34-millimeter (mm) evolut fx+ valve via the right groin over a medtronic guidewire after a pre-implant balloon aortic valvuloplasty (bav) with a 22 mm non-medtronic balloon. The first valve was loaded and confirmed as a good load by fluoroscopic inspection, and an infold of the first valve was observed during the first deployment attempt. The valve was recaptured and removed from the patient, and a new valve was loaded and inspected under fluoroscopy with a good load confirmed, with a procedural delay of 10 minutes occurring due to loading the new valve. The second valve was fully deployed on the first attempt after confirmation of an implant depth of 3¿4 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). The patient¿s blood pressure remained at 80/50, and pericardial effusion was detected by echocardiogram after the second valve was implanted. A pericardial puncture was performed.